Manufacturer narrative:
Date of birth not provided, weight not provided. Event date unknown / not provided, no lot number was provided or known, implant is reported as a concomitant device. Reporters last name and email address not provided. Device not returned to manufacturer.

Event description:
The doctor reported that the abutment screw (zoa341a) was broken and was not retrievable. The implant (tsvmb11) was removed and replaced with a new one. Tooth location #13.

Manufacturer narrative:
One (1) tsvmb11 tapered screw vent implant was returned for inspection. The implant was badly damaged about the collar and the top of the threaded region. Bone tissue is caught in the vent. The internal drive feature contained a fractured piece of an abutment hex. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09. Information identified: seating of prosthetic components. Internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Complaint alleges the abutment screw fractured in the implant, and required the entire restoration to be removed. Complaint was confirmed upon inspection of the returned implant with a fractured piece of the abutment inside. A root cause for the abutment damage could not be determined. Changed from "no to yes" as a fragment of the fractured screw was found inside the returned implant. Device evaluated by manufacturer changed from "no to yes". A screw fragment found inside returned implant.